Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system stated that they had been stuck by lightning at home during a thunderstorm which deformed their doorframe. However, a companion nearby at the time of the event only observed the patient clenching their muscles and jaw from the shock. Boston scientific technical services (ts) was contacted for review, and it was confirmed that the device did deliver an inappropriate shock due to over-sensed artifacts. Additionally, a smartpass episode had been declared due to a sudden drop in the r-wave amplitude measurements. Ts explained that these findings could be indicative of a potential lead integrity, connection, and/or system placement issue. It was noted that the patient was evaluated in-clinic, where the system appeared to function appropriately in the secondary sensing vector. The physician elected to reprogram the system to this vector and enroll the patient in remote monitoring. Ts also provided further recommendations for assessing the system integrity, such as further provocative maneuvers and diagnostic imaging. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.